Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial lead was unable to be successfully implanted. Physician encountered difficulty placing this lead. The lead would not stay fixed or give good numbers. This lead was removed and replaced prior pocket closure. There is no evidence of adverse patient effects.